Event description:
It was reported that prior to a lap band procedure, they tested the band for leakage and it was leaking. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Hole. Evaluation summary: the balloon/band and 25.5 cm of the tubing were returned. The band was visually examined and it was noted that there was a visible 1.3 cm hole at the distal end of the balloon approximately 10.4 cm from the catheter connection. It was observed some visible bloodstains and blue color on the balloon. No fold lines were present on the balloon. No leak test was performed on the balloon due to the fact that the identified hole was visible. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.